Event description:
It was attempted to treat a lesion exhibiting 85% stenosis in the proximal lad with a 4.0x24mm endeavor resolute drug eluting stent. The device was inspected prior to use with no issues noted. The lesion had been pre-dilated. It was reported that the device could not cross the lesion due to the level of calcification and tortuosity. No resistance was encountered at the lesion site. A new device was successfully used to complete the treatment. No patient injury reported. The device was returned to the manufacturing facility and analysis revealed damage to the stent. Evaluation summary the hypotube was kinked 6cm, 44cm and 73cm distal to the guide wire entry port. The distal tip was undamaged. Initial mandrel movement was successful. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 10th and 11th distal segments were deformed. Please note that this device (endeavor resolute rx) is distributed outside the united states; however it is similar to the united states distributed product (resolute integrity rx).

Manufacturer narrative:
Evaluation: results inherent risk of procedure (stent deformation). Patient¿s condition affected effectiveness of device (stenosis, calcification and tortuosity). Deformation problem. Conclusion - known inherent risk of a procedure (stent deformation). Device failure related to patient condition (stenosis, calcification and tortuosity). (B)(4).